Manufacturer narrative:
This report is associated with argus case (B)(4), biotene original oral rinse.

Event description:
Accidental ingestion of biotene original oral rinse [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received glucose oxidase (biotene original oral rinse (B)(4)) mouth wash (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene original oral rinse (B)(4). On an unknown date, an unknown time after starting biotene original oral rinse (B)(4), the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant) and accidental ingestion of drug. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene original oral rinse (B)(4). Additional details, adverse event information was received on 07 november 2016. Consumer reported an accidental ingestion of biotene original oral rinse (B)(4) (size not specified).